Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. The cause was unknown. The customer consumed carbohydrates to address the low bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.